Event description:
Device overheated during an extraction of lower left wisdom tooth and patient received a burn injury to their lip. Patient was under IV conscious sedation at the time of the injury. Doctor prescribed application of silvadene 1% cream for treatment of the injury. The patient is reported to be healing normally without further medical treatment.